Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings from the insulin pump. The customer stated that his pump went into threshold suspend. The customer's blood glucose reading was 48 mg/dl. Twenty minutes later, the customer's blood glucose reading was 51 mg/dl. The customer treated with orange juice and candy. The customer declined to speak with helpline.